Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump charging port was damaged and customer needs to manually maneuver the charging cable to "find a sweet spot" to charge pump. Additionally, it was reported that the pump touch screen would ¿stick¿ and cause delays when interacting with the screen. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.